Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The visual analysis indicated that the lead was damage at implant and that there was blood in the distal conductor that likely entered through the is-1 pin as no insulation breach was observed.

Event description:
It was reported that the right ventricular (rv) lead was damaged during implant. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.